Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had experienced blurry vision. The iol was exchanged for unspecified lens model 4 months and 13 days after the initial implant procedure. Clinical reason for explant was reported as manufactured defect on lens. Additional information has been received and stated that the surgery was completed with the company lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Correction information was provided in d.10. The product was returned for analysis and damage was observed to the iol. Iol loose in a specimen container in an unspecified wet solution. The optic is torn/split-cut dividing the iol in two. There are fibers adhered to the haptics. No other observations. Due to the condition of the lens the power cannot be checked. We are unable to determine the root cause for the reported complaint blurry vision, manufactured defect on lens, explant. The iol was returned in two segments, which is consistent with lens having been explanted. No other defects have been observed. The product was subject to handling and the reported damage was highlighted post implantation. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).